Manufacturer narrative:
An investigation is ongoing. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in (B)(6) reported that there were nine positive results were generated while using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. Eight samples generated false positive sars-cov-2 results; one sample generated false positive sars-cov-2, flu a, and flu b results. A retest with in-house polymerase chain reaction (pcr) testing, the samples generated negative results. The samples were reported as inconclusive until retesting was performed; the negative results were reported to the clinician(s). No harm was alleged. 9 mdrs will be submitted, one per patient, as per FDA guidance.

Manufacturer narrative:
A systems assessment was performed which shows no abnormalities. The analyzer is performing as expected and repair is not considered necessary. Review of the alleged sample shows low levels of amplification which indicate a sample with a low viral load near the limit of detection (lod) of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. Additionally, since the customer re-tested the sample using another test platform, differences between the cobas® liat lod and the competitor test platform lod could also explain the result discrepancies. Additionally, different assays use different algorithms and may also target different regions of the viral dna. As such, results with one assay may not be reproducible with a different assay. In totality, the information provided within the current case, supports the conclusion that the sample likely has a low level of viral rna present and may not be detectable by the other assays. Changed the suspect medical device from the instrument to the assay. Subsequently, changed: to "yes" mfg site information. PMA/510(k) number. (B)(4).